Event description:
Reference number: (B)(4). Event occurred in egypt. It was reported that the patient faced a bent cannula issue on (B)(6) 2026. The patient experienced hyperglycemia of 259mg/dl and symptoms lasted for approximately four hours. The insertion site was at buttock. The patient received treatment with insulin via pump. No further information is available.